Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical review: a temporal relationship exists between pd therapy utilizing the liberty select cycler/fmc cassette and the patient¿s peritonitis event. However, currently there is no objective evidence which indicates a liberty select cycler/fmc cassette product issue or malfunction caused or contributed to the patient event. The exact cause of the patient¿s peritonitis cannot be determined with the information currently available. Peritonitis is a well-known potential complication in pd patients which can be a result of multiple potential etiologies. However, it is well documented that poor aseptic technique during the pd exchange is a leading cause of peritonitis for pd patients.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that a patient was hospitalized for peritonitis. Per the pdrn, the patient¿s catheter was removed, and the patient transitioned to hemodialysis treatment.